Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the detached adhesive on the bending section cover, the cause was due to damage of parts due to wear, deterioration, deformation, or some kind of physical stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the cysto nephro videoscope exhibited a detached adhesive on the bending section cover. There was no patient involvement.